Manufacturer narrative:
(B)(4). Investigation summary: it was performed the DHR, quality notification and maintenance analysis and the no occurrence potentially related to the occurrence was observed. The photo/video sample sent by the customer were verified and it was possible to observe plunger rod broken. The probable cause for the occurrence is related to failure at syringe assembly station. The incident identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that 10 bd plastipak¿ 3ml luer-lok¿ syringes experienced broken/damaged plunger rods. The following information was provided by the initial reporter: 3ml plastipak syringe without needle catalog 990174 had a defect in 10 units at the base of the plunger. Area where the stick is pressed to introduce the medicine. Lot: 9254052 manufacture: 2019/20.